Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but a similar product reference (B)(4) is cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr m0788990 of celsite access ports which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of (B)(4) access ports released in april 2013. Investigation results: we received for investigation two (2) pictures: the first is showing a catheter with a valve and a catheter without a valve, the second is showing a valve separated from the catheter. Conclusion: unfortunately, we did not receive the complained sample, nor x-ray pictures and answers to raised questions to be able to perform our investigation. Without the necessary elements for investigation, we cannot conclude on the root cause of this incident. According to the picture showing a separated valve, we assume that the valve has been explanted but we did not receive a confirmation. This is a rare incident, no corrective action is envisaged. However, if new elements become available, this complaint will be re-opened. B braun sas has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
End valve missing; "after treatment, the device has been explanted and the end valve disappeared. It was considered to me remained in the patient's body. The doctor considered there's problem with the products. In addition, the stability of valves is poor".